Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with an unspecified saline mentor breast implant and suffered from ¿a lot of issues, huge skin issues, rosacea, patient mentioned breast implant illness, inflammation in her body, pain, illness, so many issues, pain in her breast, stinging, pulling in her breast, weird issue, floating , detach feeling , it feels like something is stuck on her, more and more uncomfortable, patient mentioned does not have genetic history of these issues¿. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.